Manufacturer narrative:
This report is submitted on june 27,2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent shocking sensation. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 23, 2023.